Manufacturer narrative:
Received and placed unit under microscope and found contamination / corrosion damage at connector pins. Unable to perform functional test, verify battery or led anomaly due to contamination / corrosion damage at the connector pins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the loss of communication between the transmitter and the pump. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-7040a. Troubleshooting was performed for the loss of communication, and the led light does not blink when connected to the sensor, but the transmitter was confirmed to have been charged. Troubleshooting was performed for the tester procedure, and the customer requested to run the test plug procedure. No damage reported to transmitter. The led light did not blink when connected to the tester or when removed from the charger after it was fully charged. No harm requiring medical intervention was reported. Products return for mmt-7841zn, mmt-7040a are not expected.